Event description:
It was reported that a consultant orthopaedic surgeon based at a hospital, reported via letter that he has been asked to advise on an event concerning a pt who underwent a hip replacement at the clinic in 2001. The consultant surgeon further reports that the two year post-op x-ray shows a "gross and highly unusual amount of polyethylene wear in the socket".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.